Event description:
The tape came off the introducer, and a very small piece of the white plastic fell off, we ended up having to open a second. Per additional info received, after the surgeon placed the right anchor, the left side was attempted. It seemed to go in, however, the anchor was not placed. When the surgeon attempted to reload the anchor into the introducer, it was noted that the back part of the anchor was still attached to the introducer claw, having come away from the body of the anchor. As there was no way to reload the anchor, the right side anchor was removed and a new device was placed without issue.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.